Manufacturer narrative:
(B)(4). Additionally, photographs were returned and reviewed by ees field quality engineer: "it is my opinion that a clip was not completely loaded and/or jammed before properly loading into the jaws. It should be noted that a clip should not be pre loaded before passing through a trocar. In my opinion the device attempted when fired to form clips, but could only produced open clips due to a clip possibly being caught in the nose of the device. Hence after four attempts the device was removed. I believe during this removal the jaws were still partially jammed not allowing them to close down during removal. Hence one of the jaws or end of jammed clip probably scraped a shaving off the inside wall of the trocar sleeve. It is also my opinion that the shaving was plastic and not metal and noted." The analysis results found that the device was returned in good visual condition. Two malformed clips were returned inside a sample bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No broken or missing components were noted. It could not be determined what may have caused the event reported. In addition, the device locked out as intended but the orange indicator under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon loaded the first clip and it would not load into the jaw. He then entered the device through the trocar and it fired a clip that had the ends sticking out. He fired the third and fourth clip on the cystic artery and they were open ended and malformed. When he was removing the device from the trocar, a metal piece fell out of the device into the patient that appeared to be a shaving. They removed the metal piece with a grasper and completed the procedure with a new like device. There was no patient consequence reported.